Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set occlusion event on (B)(6) 2026 noted more than three hours after abdomen site insertion with high blood glucose managed with a correction injection via multiple daily injections.